Manufacturer narrative:
(B)(4).

Event description:
It was reported that the warm up restarted during a sensor session. The sensor was inserted into the arm, which is off label usage of the device, on 12/05/2020. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.